Event description:
There was no patient involved in this event. This device malfunctioned because the green status led was not flashing. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2010. The problem with the device was attributed to a fault in the membrane. The fault was reported on that day indicating the green status led was not flashing at the time of installation. A new membrane was fitted and the green status led started flashing normally. The problem was confirmed as a defective led in the membrane. The pad pak, which contains electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.